Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the pt was explanted due to device extrusion. The pt will not be reimplanted.